Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump received a communication error and a motor error alarm. The patient stated that her reservoir icon displayed empty despite having just been changed; she also mentioned that the pump over-delivered insulin, which she confirmed by stating there was a bubble on her side. The customer stated that she was being taken to the ER due to a low, and she was advised to call the 24-hour helpline in order to provide further information on the event. Additionally, the customer stated that she received a blank display during a bolus attempt. The pump had not been bumped or dropped but may have been exposed to sweat. Troubleshooting was initiated and after changing the battery the display returned. The pump also passed the self test. No products were returned and a replacement battery cap was shipped to the customer to eliminate battery cap issues as a possible cause for the display anomaly.